Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in the mid left anterior descending artery. The mini trek 2.0 x 12 mm balloon catheter ruptured at 8 atmospheres when it was inflated for the first time. The device was removed and the lesion was further dilated with a nc trek 2.5 x 12 mm balloon catheter and a stent was deployed. The balloon was soaked in saline prior to use and air was pulled prior to use outside the anatomy. There was no resistance reported during removal of the protective sheath, during advancement or removal of the device. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.